Event description:
Healthcare professional reported a right side exchange with no complaint against device. Healthcare professional later reported right side deflated in the op report. Device was explanted and replaced. Device has been discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.